Event description:
This is complaint 1 of 1 for complaint (B)(4).

Event description:
Problem was found by service and repair technician during routine maintenance.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. Additional information. The reporters complaint that the unit makes loud noise was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this unit appears to have been mishandled or dropped. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No service history review can be performed as this is a lot controlled item. (B)(4). Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn as product was not returned. A review of the device history records was performed and no complaint related issues were found.

Event description:
It was reported by service and repair that the device makes a very loud noise and experiences excessive vibration and fluctuating rpm and power.

Manufacturer narrative:
This device is for treatment, not diagnosis. Additional narrative: device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.